Manufacturer narrative:
Device summary evaluation: a visual examination was performed on the returned device, and noted the balloon was received deployed. The balloon shell was noted to be discolored, as it was green in appearance. One opening was noted on the radius of the shell. A small portion of the shell appeared to be missing the opening. Black particulate matter was noted in the valve channel. As the device was received without the fill tube, a sample fill tube was used for device testing. A valve test was performed, and when di water was injected in the balloon valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from two openings on the radius of the balloon shell. Under microscopic analysis, both openings were noted to have striated edges, consistent with damage from a surgical tool. Brown particulate matter was noted on the inner surface of the valve channel. A portion of the shell appeared to be missing from one opening on the radius of the shell.

Manufacturer narrative:
Medwatch sent to the FDA on 01/aug/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. A review of the device labeling notes the following: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Complications: possible complications of the use of the orbera system include: -gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. -continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus.

Event description:
Reported as: a patient with the orbera intragastric balloon had "experienced vomiting, after improvement of the initial period (of treatment). An x-ray and endoscopy were performed, which confirmed hyperinflation balloon." The device was removed.